Event description:
During patient use (patient details not reported), the standard defibrillator paddles became unplugged from the device due to a broken and missing locking ring on the paddles connector. Another set of paddles were made available and used. There were no adverse affects to patient care reported.